Manufacturer narrative:
Background information: quickie qx/qxi wheelchair owner's manual, rev. H, page 14 states: "inspect wheel locks weekly per the maintenance chart. Do not use your chair unless you are sure both wheel locks can fully engage. A wheel lock that is not correctly adjusted may allow your chair to roll or turn unexpectedly. Wheel locks must be adjusted after making sure the tires have the correct air pressure. When fully engaged, the arm should be embedded into the tire at least 1/8" to be effective" and "if you find the wheel locks have slipped or are not working correctly contact your sunrise medical authorized dealer for proper adjustment." Quickie qx/qxi wheelchair owner's manual, rev. H, page 28 states: "we warrant all sunrise-made parts and components of this wheelchair against defects in materials and workmanship for one year from the date of first consumer purchase." Discussion: in evaluating the complaint, the dealer stated the right-side wheel lock's bolt, washer, and nut has continued to fall off the wheel lock assembly. The dealer stated that the left-side wheel lock hardware also loosened, but the dealer was able to tighten it; however, the dealer confirmed that the wheel lock extensions and clamps were fine. It was determined that based on similar complaints and products received, the potential cause could be hardware loosening over time which could lead to insufficient wheel locking force. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. Based on the owner's manual, the user or dealer should be performing maintenance to reduce the risk of wheel locks becoming non-functional or broken. The age of the chair at the time of this complaint was approximately eighty-nine (89) days. According to the quickie qxi wheelchair owner's manual, sunrise medical provides a one-year warranty from date of purchase for all sunrise-made parts and components that have defects in the material or workmanship. Therefore, the dealer requested a warranty replacement of both wheel lock assemblies. There were no injuries or adverse impact to the user reported. Conclusion: the loosening of the wheel lock hardware over time is the primary potential cause identified. The product in question met all product specifications before release for distribution at the time of shipping to the dealer. This device is used for treatment, not diagnosis. There is no claim of injury in this case. Because the failure mode of non-functioning wheel locks has been previously reported, per 21 cfr 803.50, this MDR is being filed.

Event description:
The dealer stated the right-side wheel lock's bolt, washer, and nut has continued to fall off the wheel lock assembly. The dealer stated that the left-side wheel lock's hardware also loosened, but the dealer was able to tighten it; however, the dealer confirmed that the wheel lock's extensions and clamps were fine. The dealer requested a warranty replacement of both wheel lock assemblies. No injuries or adverse impact to the user were reported.